Event description:
During deployment of a disposable novasure device the physician reported "something didn't feel right". She chose to abort the endometrial ablation. The physician moved to a scheduled tubal ligation and saw a uterine "perforation and bleeding" via the laparoscope. The perforation was located "in the middle of the fundus and appears to be between 1/2 to 1 cm in length". The perforation site was cauterized, ligation completed, and the patient was discharged home. The physician reported on (B)(6) 2011 that the patient was seen on follow-up on (B)(6) 2011 and she is doing fine. A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of possible perforation prior to treatment. (B)(4).